Event description:
Customer reported via phone call that they received a battery out limit. Customer states that they received a display anomaly. The blood glucose reading is 173 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected battery out limit alarm was noted. The insulin pump was monitored and no black screen or display anomaly was noted. No check settings alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.